Event description:
It was reported that during a sleeve gastrectomy procedure, on the last firing while using a gold reload, there were unformed staples at the distal tip of the staple line. This in-turn led to unexpected bleeding during the procedure which required the use of clips to control. All bleeding was controlled during the surgery and it was reported to the rep that the patient is doing fine post-operatively. Since this was the final firing, another staple device was not used in the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Final. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Possibly green and blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Rep stated that the device seemed to fire fine, but the staple line was not formed correctly and surgeon was concerned as to exactly where the malformed staples began on the staple line. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? 3.5 years. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Lovenex (pre-op) & heparin (intra-op) - attachment: (B)(4).

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, small nicks on the blade were noted that did not cause functional issue. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.